Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while preparation for a hysteroscopy procedure, he discovered that his olympus visera elite ii video system center was producing a flashing image. According to the initial reporter, part of the device was fractured (outside the patient¿s body). Reportedly, the user finished the case using another device without any report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to e1 and h4. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Testing conducted by connecting the s200 series camera head to the hysteroscope in attempt to simulate the usage environment in the user's fault video for testing, but no faults were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.